Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of follow-up examination and endoleak identification is unknown, the date of event has been estimated as the date of reintervention: (B)(6) 2021. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. Investigation conclusions: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, follow-up examination identified a distal type I endoleak on the ipsilateral limb, located in the patient's right common iliac artery, and aneurysm enlargement (amount unknown). The cause of the endoleak was reportedly disease progression of the right common iliac artery. On (B)(6) 2021, reintervention was performed. The patient's right internal iliac artery was coil embolized. An additional contralateral leg component was implanted to extend the ipsilateral limb into the external iliac artery. There were no further reported issues. The patient tolerated the procedure.